Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events, concerned a (B)(6) male patient of unspecified origin. Medical history was not provided. Concomitant medications included insulin glargine, ramipril, fluvoxamine maleate, fenofibrate, and rosuvastatin calcium; all for unknown indication. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via reusable pen, he began using insulin lispro via an unspecified humapen insulin delivery device, 15 units three times a day subcutaneously, for the treatment of type 1 diabetes mellitus, beginning approximately in 1996. In 2012, 16 years after insulin lispro start, he had problems with his humapen (unspecified model) (product complaint pending/lot unknown) and had ups and downs (of blood glucose, no values provided), he was frustrated and there were psychological dramas; he referred to this incident as diabetic meltdown. He ended up in the hospital and stayed there for three or four days to stabilize his levels (unspecified if the event resolved). Also in 2012, he began using lispro via a humapen luxura and humapen memoir. Also in 2012, he was angry and had to see a psychologist. Around (B)(6) 2016, 20 years into insulin lispro therapy, the knob dose of his humapen luxura did not move during the injection (product complaint pending/ lot 0602b05), and might not had delivered the right amount of medication; therefore his blood sugar kept going up (no values provided). He tried to use his humapen memoir but the display showed flashing dashes and it would not back to the reset mode. Information regarding corrective treatments and outcome of the events was not reported. Insulin lispro therapy continued. The operator of the devices was the patient and his training status was not provided. Humapen unknown device general and suspect device duration of use was not provided. The humapen luxura unknown body type (lot 0602b05) duration of use was approximately four years. If the devices were returned, an evaluation would be performed. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro neither to humapen unknown device nor to humapen luxura unknown body type . Edit 05-may-2016. Upon internal reviewed on 05-may-2016. It was added a second suspect device as humapen unknown device and updated humapen luxura half dose to humapen luxura unknown body type. The serious event was related to the humapen unknown device and the non serious events were related to humapen luxura unknown body type. No more changes were made to this case. Update upon review, the case was opened to update the medwatch and european and canadian device reporting elements for regulatory reporting. The narrative was updated.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported he had problems with his humapen device (unspecified model). The patient experienced blood glucose fluctuations. The device was not returned for investigation to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events, concerned a (B)(6) male patient of unspecified origin. Medical history was not provided. Concomitant medications included insulin glargine, ramipril, fluvoxamine maleate, fenofibrate, and rosuvastatin calcium; all for unknown indication. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via reusable pen, he began using insulin lispro via an unspecified humapen insulin delivery device, 15 units three times a day subcutaneously, for the treatment of type 1 diabetes mellitus, beginning approximately in 1996. In 2012, 16 years after insulin lispro start, he had problems with his humapen (unspecified model) (product complaint (B)(4)/lot unknown) and had ups and downs (of blood glucose, no values provided), he was frustrated and there were psychological dramas; he referred to this incident as diabetic meltdown. He ended up in the hospital and stayed there for three or four days to stabilize his levels (unspecified if the event resolved). Also in 2012, he began using lispro via a humapen luxura and humapen memoir. Also in 2012, he was angry and had to see a psychologist. Around (B)(6) 2016, 20 years into insulin lispro therapy, the knob dose of his humapen luxura did not move during the injection (product complaint pending/ lot 0602b05), and might not had delivered the right amount of medication; therefore his blood sugar kept going up (no values provided). He tried to use his humapen memoir but the display showed flashing dashes and it would not back to the reset mode. Information regarding corrective treatments and outcome of the events was not reported. Insulin lispro therapy continued. The operator of the devices was the patient and his training status was not provided. Humapen unknown device general and suspect device duration of use was not provided. The humapen luxura unknown body type (lot 0602b05) duration of use was approximately four years. The device associated with product complaint (B)(4) was not returned. The status of the remaining device was not provided. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro neither to humapen unknown device nor to humapen luxura unknown body type . Edit 05-may-2016. Upon internal reviewed on 05-may-2016. It was added a second suspect device as humapen unknown device and updated humapen luxura half dose to humapen luxura unknown body type. The serious event was related to the humapen unknown device and the non serious events were related to humapen luxura unknown body type. No more changes were made to this case. Update: upon review, the case was opened to update the medwatch and european and canadian device reporting elements for regulatory reporting. The narrative was updated. Update 24may2016: additional information received on 24may2016 from the global product complaint database added the device specific safety summary; added the product complaint (B)(4) to the narrative; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported he had problems with his humapen device (unspecified model). The patient experienced blood glucose fluctuations. The device was not returned for investigation to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage. Product was not returned. Therefore, root cause and number of similar incidents cannot be determined.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer, who contacted the company to report adverse events, concerned a (b)64) male patient of unspecified origin. Medical history was not provided. Concomitant medications included insulin glargine, ramipril, fluvoxamine maleate, fenofibrate, and rosuvastatin calcium; all for unknown indication. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via reusable pen, he began using insulin lispro via an unspecified humapen insulin delivery device, 15 units three times a day subcutaneously, for the treatment of type 1 diabetes mellitus, beginning approximately in 1996. In 2012, 16 years after insulin lispro start, he had problems with his humapen (unspecified model) (product complaint 3649334/lot unknown) and had ups and downs (of blood glucose, no values provided), he was frustrated and there were psychological dramas; he referred to this incident as diabetic meltdown. He ended up in the hospital and stayed there for three or four days to stabilize his levels (unspecified if the event resolved). Also in 2012, he began using lispro via a humapen luxura and humapen memoir. Also in 2012, he was angry and had to see a psychologist. Around (B)(6) 2016, 20 years into insulin lispro therapy, the knob dose of his humapen luxura did not move during the injection (product complaint pending/ lot 0602b05), and might not had delivered the right amount of medication; therefore his blood sugar kept going up (no values provided). He tried to use his humapen memoir but the display showed flashing dashes and it would not back to the reset mode. Information regarding corrective treatments and outcome of the events was not reported. Insulin lispro therapy continued. The operator of the devices was the patient and his training status was not provided. Humapen unknown device general and suspect device duration of use was not provided. The humapen luxura unknown body type (lot 0602b05) duration of use was approximately four years. The device associated with product complaint 3649334 was not returned. The status of the remaining device was not provided. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro neither to humapen unknown device nor to humapen luxura unknown body type. Edit 05-may-2016. Upon internal reviewed on 05-may-2016. It was added a second suspect device as humapen unknown device and updated humapen luxura half dose to humapen luxura unknown body type. The serious event was related to the humapen unknown device and the non serious events were related to humapen luxura unknown body type. No more changes were made to this case. Update: upon review, the case was opened to update the medwatch and european and (B)(4) device reporting elements for regulatory reporting. The narrative was updated. Update 24may2016: additional information received on 24may2016 from the global product complaint database added the device specific safety summary; added the product complaint 3649334 to the narrative; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 06apr2017: additional information received on 06apr2017 from the global product complaint database added an updated device specific safety summary for the unspecified humapen associated with product complaint 3649334; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.